Manufacturer narrative:
The procedure was cancelled after the patient was anesthetized, and the patient will likely reschedule and undergo an additional case to complete the operation. Product analysis indicated that the bearings and rear seals were corroded due to dry saline. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the m4 handpiece stopped working. The medical team decided to stop the case and reschedule for another time. There was no additional medical intervention, and no known impact to the patient.